Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) with a monitoring voltage of 2.57 v. Three months later, the device declared end of life (eol) with a monitoring voltage of 2.55 v and a charge time of 30 seconds. There is a concern that the battery depleted prematurely.